Event description:
As reported by a field clinical specialist (fcs), approximately 1 year and 11 months post-implant of an off-label 26 mm sapien 3 ultra valve in the pulmonic position in a ew surgical valve, the valve failed due to regurgitation. A valve and valve was successfully performed.

Manufacturer narrative:
The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to transcatheter pulmonary valve replacement (tpvr) procedures, the available training materials were reviewed only for information potentially relevant to the device use. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to transcatheter pulmonary valve replacement (tpvr) procedures, the available training materials were reviewed only for information potentially relevant to the device use. The complaint was unable to be confirmed due to unavailability of imagery and/or medical report. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 1 year and 11 months post-implant of an off-label 26 mm sapien 3 ultra valve in the pulmonic position in an ew surgical valve, the valve failed due to regurgitation.'' Valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed for any possible trend. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.